Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a certas valve (ID 828800 - certas inline vlv only) was implanted via lp-shunt due to leukemia. An implant date and initial setting is unknown. Three days after the procedure, it was not possible to aspirate csf from the reservoir and the patient developed paralysis. Occlusion was suspected, and it was replaced with a new valve on (B)(6) 2020. At the replacement, it was observed clogged body tissue coming out from the lumbar catheter.

Manufacturer narrative:
The certas valve was received for evaluation. DHR- product code 82-8800, with lot 3996629, conformed to the specifications when released to stock. Manufacturing date august 27, 2019. Expiration date july 31, 2024 failure analysis the valve was visually inspected; biological debris inside the valve. The valve was tested for programming; the valve failed the test. The valve passed the tests for flushing, leak, and reflux. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball, on the seat of the ruby ball, on the flat spring of cam/ball arm assembly, rotation construct, on the helical spring, and in the lower and upper casing. The root cause for the occlusion reported by the customer could not be confirmed at the time of investigation. The root cause for the problem noted during the investigation is due to biological debris noted on the ruby ball, cam/ball arm assembly, flat spring of cam/ball arm assembly, rotation construct, and in the casing. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, (B)(6). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6)2019 through (B)(6)2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on (B)(6) 2020 to report these issues regarding MDR reports.

Event description:
N/a.